Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that one pin was broken on the white cable of the system controller and the patient cable. The system controller and patient cable were exchanged. Related regulatory reference report MFR # 2916596-2024-01681.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged pin issue was confirmed. With the returned system controller (serial #: (B)(6)). Visual inspection revealed, a lodged pin within the white power connector. The lodged pin originated from the white power connector of the 14v power module patient cable. The socket/pin location is designated as a communication line. The lodged pin was removed from the connector for functional testing. The returned system controller passed, the functional test procedure. Confirming, that all visual and audible alarms activated when they were induced. A root cause that led to the pin being lodged into the connector could not be determined through this evaluation. Device history records were reviewed and showed, no deviations from manufacturing or qa specifications. Heartmate 3, patient handbook rev g. Cautions the users to ¿call your hospital. Contact if you think that, for any reason, any portion of your equipment is not functioning as usual is broken,or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements if needed. Do not try to repair anything yourself¿ . Under section 5:, ¿alarms and troubleshooting¿ all alarm conditions are addressed. Heartmate 3, instructions for use rev g, under section d. Safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.